Manufacturer narrative:
October 6, 2015, consumer has not returned the unit for eval. Pohc will continue to monitor for trends. Noted that the consumer was not follow brushing instructions listed in the dfu given that the back of the brush head was hitting their teeth.

Manufacturer narrative:
On (B)(6) 2015 consumer states that he has been previously diagnosed with periodontal disease. Consumer states that the tooth that was chipped was the bottom left molar, when the back of the brush head hit his tooth. Consumer agreed to return the unit for evaluation and provide dental records.

Event description:
On (B)(6) 2015 - customer claims the toothbrush chipped his tooth.